Event description:
It was reported that ... On (B)(6) 2009 the patient presented with low-back, right buttock and right lower extremity pain. Pain started around 2003. Midline back pain described as aching, throbbing, constant and gradually worsening. Pain radiates to the right leg and top of the foot and is described as aching and intermittent. Patient complains of numbness in the right buttock and right leg and foot. Complains of weakness in the right leg. Patient has tried non-surgical therapy. Symptoms exacerbated by sitting and standing position and alleviated by activities such as lying down. Patient underwent a hematoma evacuation following a revision microdiscectomy where she reported constant bloody drainage for 2 weeks, and has been in constant pain ever since. Of note, patient had a stitch abscess after last lumbar procedure and said wound looked red. Patient also had a skin tag removed on her chest on (B)(6) 2009 that became infected. Diagnostic x-rays impression ¿mild to moderate degenerative changes at l4-5. No evidence of fracture, subluxation, or ligamentous instability.¿ MRI impression ¿postoperative changes are again noted at l4-5. The postsurgical changes along with facet hypertrophy and a mild to moderate diffuse disk bulge result in moderate central canal stenosis, which has slightly worsened. In addition, involvement of the exiting right l4 nerve root is suspected, which is likely the result of the postsurgical scarring, disk bulge and facet hypertrophy.¿ assessment ¿lumbosacral spondylosis without myelopathy and lumbar disc degeneration. On (B)(6) 2009 a phone follow up indicate the records reveal disc degeneration at l3-4 and l5-s1. Recommendation of a discogram at l3-4 and l5-s1. On (B)(6) 2009 patient underwent pressure controlled provocation lumbar discography l2-3, l3-4 and l5-s1. Impression ¿diskogram l2-3 ¿ non-painful disk. Diskogram l3-4 ¿ this is an abnormal disk with a posterior annular tear, which extended into a posterior annular fissure and allowed contrast to leak into the epidural space. However, stimulation of this disk was provocative of concordant pain at each of the first two stimulations, but the second two stimulations at greater pressures was not provocative of pain. I would interpret this as an indeterminate disk. Diskogram l5-s1 ¿ this disk demonstrates evidence of internal disk disruption with a posterior annular tear. It was not painful with the first, third and fourth stimulation. However, the second stimulation was provocative of pain. I would interpret this as being an indeterminate disk.¿ on (B)(6) 2009 patient returned for follow up for low back and right lower extremity pain. Back pain is greater than lower extremity pain. Pain continues to be 7/10. Midline back pain is described as aching, throbbing and gradually worsening. Pain radiates to the right leg and top of the foot and is described as aching and intermittent. Complains of numbness in the right foot and weakness in the right leg. Patient states she has associated symptoms such as gait changes. Patient has recently tried non-surgical therapy. She continues to have a sense of lumbar instability. Assessment ¿lumbar disc degeneration and lumbosacral spondylosis without myelopathy.¿ patient continues to have back pain and right sided numbness. ¿her discogram was indeterminate at l3-4 and l5-s1 and I think the majority of her pain is coming from l4-5. She has disc degeneration at this level with collapse and a removal of her right facet joint which is probably accounting for her sense of instability.¿ plan ¿a posterior instrumented fusion would be recommended to stabilize the l4-5 segment due to the removal of the right sided facet joint. The patient has a mild disc protrusion that would be addressed as well.¿ surgeon would also perform an interbody fusion because of disc collapse that is causing endplate changes and some of the back pain. This could be done either posteriorly but with the presence of scar tissue from previous surgeries, a lateral or anterior approach are other alternatives. On (B)(6) 2009 patient returned to clinic with continued pain in the back and lower extremity. She experiences constant numbness involving the right foot. The patient complains of constant weakness in the right leg. The overall pain is rated as 7/10. The patient has tried non-surgical measures. A parq conference was held. The patient will go to the hospital to have the pre-operative blood work, chest radiograph, urine analysis, and EKG prior to surgery. All questions and concerns were addressed and consent form reviewed. On (B)(6) 2009 patient diagnosis l4-5 disc disease with recurrent disk herniation. Patient underwent l4-5 nonsegmental posterior instrumentation, l4-5 posterior arthrodesis, l4-5 posterior lumbar interbody fusion, placement of peek interbody spacers and bone marrow aspiration. There were no complications. On (B)(6) 2009 patient returned for post fusion follow up. Overall, patient reports ¿pre surgical symptoms have decreased. Patient reports no back pain. And is intermittent and aching. Her lower extremity pain has resolved. The patient denies any extremity weakness. She states her lower extremity numbness has completely resolved.¿ overall pain rated 5/10. Weaning off narcotic medications. Wearing brace at all times. Assessment ¿the patient is two weeks status post surgery and is doing fairly well. The back incision is healing well with no evidence of drainage. The patient¿s pre-operative symptoms have resolved. On (B)(6) 2009 patient returned for post fusion follow up. Overall, patient reports ¿the pre surgical symptoms have resolved. Her overall pain is rated as 3/10. Her back pain is midline and is intermittent and aching. Her lower extremity pain has resolved. The patient denies any extremity weakness. She states her lower extremity numbness has completely resolved.¿ decreasing percocet. Wearing brace at all times. Lumbar spine radiographs impression ¿the posterior fusion at l4-5 is in satisfactory alignment without radiographic evidence of complication.¿ assessment ¿the patient is 6 weeks from surgery and is doing remarkably well. The incision is well healed and the radicular symptoms have completely resolved. The lumbar radiographs demonstrate the hardware is in good position and there is early evidence of osseous fusion. On (B)(6) 2009 patient returned for post fusion follow up. Overall, patient reports ¿the pre surgical symptoms have resolved. Her overall pain is rated as 1/10. Her back pain is midline and is intermittent and aching. Her lower extremity pain has resolved. The patient denies any extremity weakness. She states her lower extremity pain has completely resolved. She has discontinued narcotic medications.¿ wears brace at all times. Patient states ¿a few days ago she experienced some right sided paraspinal tightness after getting into her car. She denies any fever/chills or nausea/vomiting.¿ assessment - patient may have strained paraspinal muscle while getting into her car. No changes on radiographs and continues to have no radicular leg/foot pain. On (B)(6) 2009 patient returned for post fusion follow up. Reports no back pain, pain rate is 1/10, pre surgical symptoms resolved, lower extremity pain and numbness resolved. Assessment ¿the patient is 3 months from surgery. The incision is well healed and all activities have resumed. The pre-operative radicular symptoms have resolved. On (B)(6) 2009 patient reports some achiness with cold weather and issues with work doing the necessary stretching and rom. Assessment ¿the patient is about 6 months from lumbar fusion surgery. All normal activities have resumed. Physical therapy was very helpful to address the tight paraspinal muscle and increase the patient¿s range of motion.¿ the radiographs demonstrate the hardware is in place. On (B)(6) 2010 per phone follow up patient has low back soreness but has increased symptoms with weather/pressure changes. On (B)(6) 2012 patient had MRI of lumbar spine for lumbago. Impression ¿there is evidence of prior fusion of l4 and l5. There is a very slight ventral impression on the thecal sac at the l3-l4 level that may represent hypertrophic change and/or slight disc bulge. No disc protrusion or spinal stenosis is seen at any level.¿ on (B)(6) 2012 patient visit assessment ¿lower back pain, mammogram screening, health maintenance, skin cancer.¿ attending physician statement reported symptoms of moderately severe lower back pain. Findings show lbp, decrease rom lower back. Diagnosis ¿ chronic lbp, s/p ls fusion. On (B)(6) 2012 patient visit assessment ¿lumbar radiculopathy, lower back pain, foot pain (soft tissue).¿ on (B)(6) 2012 patient visit assessment ¿lower back pain, lumbar radiculopathy, hyperlipidemia, prediabetes, vitamin d deficiency, mammogram ¿ abnormal.¿ on (B)(6) 2012 patient visit assessment ¿lower back pain, lumbar radiculopathy, vitamin d deficiency.¿ on (B)(6) 2012 patient visit assessment ¿lumbar radiculopathy, lower back pain.¿ on (B)(6) 2012 patient visit assessment ¿lumbar radiculopathy, lumbar disc degeneration.¿ on (B)(6) 2013 patient visit assessment ¿lumbar disc degeneration, lower back pain, lumbar radiculopathy.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.